Event description:
Customer reported to beckman coulter, inc. (Bec) that the sample probe of the syncrhon cx5 delta clinical system leaked after scheduled maintenance was performed. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical support suggested to the customer that they removed the probe and dried the outside of the probe. Customer reported that the probe was no longer leaking after the repair.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).